Event description:
During a colostomy closure the cs33 initially would not close into firing range. The cs33 was opened, the site was cleaned up and attempt was made to close the device into firing range. Cs33 went into firing range on second attempt and fired, resulting in "firing sequence failed, use manual release" message. Manual release was used to open device, complete donuts on both sides, but posterior side of anastamosis was open (no staples). Some uniformed staples were seen in the belly. A suture line was applied across entire anastomosis and was checked for leaks.